Event description:
The manufacturer received information from uno legal litigation in reference to a ds2adv auto CPAP with an allegation of asthma attacks and difficulty breathing. This device is not part of the recall. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box b, box d and box h. The following correction has been updated in this report. The manufacturer received information from uno legal litigation in reference to a ds2adv auto CPAP with an allegation of asthma attacks and difficulty breathing. This device is not part of the recall. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The external investigation of the device showed that there was no contamination on the outside of the device. The device was hooked up to the returned power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were zero instances of errors on the device. Care orchestrator data was unavailable for download. The internal investigation showed that there were no signs of contamination inside of the device. During the evaluation of the device at the manufacturer service center, during the evaluation, no secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was zero error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and unit got scrapped.